Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es item was loaded to pyxis but was not shown as available when ordered. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the item loaded but not showed on the system. A technical support specialist (tss) conducted further checks on the order and found that the give amount was set to 10 drops, while the dispense amount was set to 10 bottles. A device inventory report was run for the station, which showed that only one unit of the medication was available. The tss updated the user with this information. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es item was loaded to pyxis but was not shown as available when ordered. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.